Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section unique identifier (UDI), section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was jammed and failed to open. A technical support specialist (tss) connected with the customer and confirmed that the issue was resolved, and the drawer was opened. The system functioned as intended after the customer resolved the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the drawer is jammed and unable to open. The customer stated the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the drawer is jammed and unable to open. The customer stated the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.